Event description:
Had insertion of prosthesis on 8/28/92 in another facility.wound opened spontaneously 5 days after surgery. Ulcer was not healing. Came to ER with infected right great toe. The silastic prostheses were removed together with their metal grommets x 2. Obvious purulence came from mtp joint with flexion of digit. All gross infected tissue was removed. Joint was severely infected. Subsequently irrigation and debridement were performed on 10-15 and again on 10-20.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: known short term complication of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.